Event description:
It was reported that the atrial lead was found to exhibit low impedances and urethane breakdown, resulting in the insulation peeling off. Additionally, the lead exhibited noise when programmed to bipolar, as well as high thresholds, and was only intermittently functioning. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr03, ipg, (B)(6) 2008. (B)(4).